Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter would not advance was confirmed. Returned was a radial artery catheterization device consisting of a guide wire in an advancer tube, a needle, and a catheter. The catheter exhibited signs of use. Approximately 2.3 cm of the guide wire was protruding from the tip of the needle. The guide wire was kinked and had displaced coils in multiple locations, including at the bevel of the needle. The catheter body had a puncture mark 1 cm from the tip and was twisted along most of its length. The od of the guide wire measured 0.444mm, which met specification of 0.432 - 0.457 mm per the guide wire graphic. The instruction booklet provided with the set describes an insertion procedure. It describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions warn that withdrawing the guide wire against the edge of the needle could damage the wire. The instructions direct the user to firmly hold the introducer needle hub in position and advance the catheter forward with a slight rotating motion. The instructions caution not to reinsert the needle into catheter to minimize risk of catheter damage. Other remarks: a catheter puncture could be caused either by advancing the needle through the partially inserted catheter or withdrawing the partially inserted catheter against the needle bevel. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Based on the kinked guide wire and punctured catheter, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported during insertion, the radiology tech accessed the artery and had good flashback. At which time, the guide wire was advanced smoothly without any resistance. When they attempted to advance the catheter over the needle into the artery the catheter would not advance. Follow up information states the next day another catheter was placed into the patient's opposite arm without any issues. The guide wire was noted to be kinked during investigation of the sample.